Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. On examination, the battery compartment was noted to have cracks in the thread area. There was no evidence of moisture contamination inside the battery compartment. On investigation, the pump powered on with functioning auditory tone and vibration alert; however, the display screen remained blank. The pump was opened for investigation and revealed moisture contamination inside the pump on the continuous glucose monitoring unit. Complete investigation was not possible due to the moisture contamination and blank screen; unable to adequately investigation the complaint of ¿no power¿ due to the moisture damage.